Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory alert. Upon interrogation, it was noted that the implantable cardiac defibrillator was in backup mode. It was noted that the during the last interrogation in april 2018 it was noted that the device had 3 years battery life remaining. It was confirmed that the backup was due to merlin transmission drain and the software was reloaded. The patient was stable.